Event description:
It was reported that during the procedure to revise the ventricular lead, the patient deceased. There is no allegation from a health care professional that suggests that the death was device related.